Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: a review of the receiving inspection (ri) for viper prime comp driver, x25 was conducted identifying that lot number km866436 was released in a single batch on october 11, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: a product investigation was completed: visual inspection of the complaint device shows that the tip of the shaft component was broken, and the broken piece was not returned. No other issues were identified. The reported condition of embedded device could not be confirmed as no x-rays / additional evidence was provided. Complaint relevant dimensional analysis could not be performed due to the post-manufacturing damage on the device. Based on the manufactured date of the device was not identified, the current and manufactured revision of drawings were reviewed. This overall complaint could be confirmed for the returned device. Based on the provided information, failure to follow the instructions and excessive forces applied on the device might have contributed to the reported complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the distal portion of the screwdriver for compressor (x25) was broke. The end of the screwdriver shaft was break inside the set screw. Generated fragments are left into the patient. It was unknown if the surgery completed successfully. There was no patient consequence. This complaint involves two (2) devices. This report is for (1) viper prime comp driver, x25. This is report 1 of 2 for complaint (B)(4).